Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a completely broken grip tip. A piece approximately 0.6000" x 0.2030" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage.

Event description:
It was reported that during central processing, the cadiere forceps (cf) instrument had a broken tip. There was no report of patient involvement or patient injury.